Event description:
A facility reported patients experienced inflammatory responses one day following cataract surgery. Four questionnaires were returned with patient information. This report is for one of these 4 patients and filed as manufactuer report number 3002037047-2006-00040. The other manufacturer report numbers are: MDR # 30020037047-2006-00041. MDR # 3002037047-2006-00042. MDR # 300203707-2006-00044. Addintional inforamtion received for this patient states, 3 -4 +ac cells on post op day 1. There were 2 - 3 + vitreous cells on post op day 2. Patient was returned to retina specialist. Vitreous and aqueous taps were done. Intraocular antibiotics injected, patient was also treated with aggressive topical antibiotic and steroid therapy. Ac cells 1 + on post op day 4. Event lasted one week. Outcome of event reproted as excellent. The cause of the event is not known.

Manufacturer narrative:
The complaint device associated with this report has been recieved for evaluation. Product history records could not be reviewed because the reporter did not provided a lot number or any identification traceable to manufacturing documentation.